Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as an attendant doing capd without proper training. The patient was not hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with vancogen injection (1 gram, intraperitoneally, frequency not reported). At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): on an unreported date, the patient¿s fluid was clear. It was reported the patient was doing well. At the time of this report, the patient was recovered from this peritonitis event.should additional relevant information become available, a supplemental report will be submitted.